Event description:
The patient was previously pci treated by ptca stenting using a bare metal stent. Patient suffering from unstable angina at time of procedure. One endeavor stent was successfully implanted (2.75x18mm) approximately 3 months ago. The lesion was located in the plsa. On the same day, the patient suffered an acute non-stemi. Target lesion involved, location of infarction non-determinable. The investigator's assessment indicated that the event was related to the stent. Patient was taking asa 24 hours prior to the procedure. Please note that this model number en27518x is not distributed in the us.

Manufacturer narrative:
Lack of information.